Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the force bipolar instrument kept getting stuck in the hinge of instrument. A backup instrument was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and failure analysis investigation did not replicate nor confirm the customer reported complaint. Visual inspection was performed and no damage to the distal tip was observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.